Event description:
As reported, approximately seven years post initial left tka, the 65 y/o female patient started having pain. Surgeon had removed a loose femoral implant that need revised to a size 2 condylar constraint femur, along with replacing the poly to a 17mm constrain liner. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. X-rays and photos received. The devices are available for evaluation.

Manufacturer narrative:
Concomitant medical products: logic ps tibial insert size 2 13mm (cat# 02-012-35-2013 / serial# (B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported was likely the result of both patient-related conditions and an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. The loosening likely led to gross instability and allowed the femoral component to migrate into flexion and internally rotate, which caused an increase in cement and bone particles in the joint space and resulted in tibial insert wear (articulating surface and backside) and tibial insert subsidence. The most probable root cause associated with the reported event of ¿loosening - femoral¿ is associated with weakened integration of the femoral component at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device. Furthermore, the most probable root cause associated with the event of ¿prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.